Manufacturer narrative:
Due to character limitation, below field are added from e1- other contact details: (B)(6). Updated fields: b4, b5, b6, b7, d9, d10, e1 (initial reporter, event site telephone, event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit and checks were performed with no errors detected. The device was tested and delivered to the clinic in working condition. All functional and safety test were performed.

Event description:
It was reported that during the preliminary inspection before use the cardiosave intra-aortic balloon pump (iabp) has the potential to have a system over temperature notification when the compressor reaches an external temperature of > 80° c. There was no patient involved.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had heating error. No harm reported.

Manufacturer narrative:
Due to character limitation e1 (event site name): (B)(6). Due to character limitation e1 (event site address): (B)(6). A supplemental report will be submitted upon completion of our investigation.